Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 5/24/2014 - litigation received. Doi provided. Litigation alleges discomfort and weakness. There is no new additional information that would affect the investigation. This complaint was updated on: 06/12/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 8/22/2014 - medical records received. Upon revision, synovial hypertrophy, defects in the acetabulum, 15 ml of yellowish fluid, and corrosion at the head junction of the trunnion and on the acetabular component were noted. The stem is being added to the complaint. This complaint was updated on: 09/08/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 10/17/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 11/10/2014.

Event description:
Asr revision reported by sales rep; right; reason for revision: pain and metallosis; mention of 50mm cup and head but no details of either's lot number. Each product therefore entered as unknown as they cannot be properly determined. Also mention of taper sleeve in event notes. All products entered as unknown.